Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was intermittent button response which was due to moisture damage on keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was delivering insulin slower than normal. The insulin pump's keypad was also sticking. The customer's blood glucose level was 256 mg/dl. Her blood glucose level was higher than normal and she received no delivery alarms. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.